Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug which was added to pd solution for the event of peritonitis (further details not reported). The patient recovered from the peritonitis event. At the time of the report, the patient was in the hospital. The action taken with pd therapy was not reported. No additional information is available.